Event description:
It was reported that insulin gauge displayed an amount different than expected, but the issue was not currently occurring at the time of the call. There was no reported adverse impact to the customer¿s blood glucose level. Caller resolved the issue by loading a fresh cartridge using the correct technique and was instructed by technical support to call back for further troubleshooting if needed.